Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the distal connector of the lead was extrinsically bent. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, there was a bent pin on the lead. The lead was not used. There was no patient involvement.